Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during tonsillectomy, after the induction of general anesthesia and intubation, the sensor electrode was placed on the patient's forehead to monitor the depth of anesthesia. The operation ended after an hour and when the electrode was removed, it was found that the patient's forehead had skin redness and swelling at the electrode site, which was higher than the surrounding skin. No special treatment was given. After about 40 minutes of observation, the redness and swelling gradually subsided, but there was still a slight red mark.